Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 25 mg/dl due to the battery gauge fluctuating. Customer did not provide how bg was addressed. The customer continued to use the pump for insulin therapy.